Event description:
Additional information received. Affected side: left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon said the patient had dislocated a couple times and thought the cup was anteverted and needed to be corrected. He tried to remove the stem but was unable due to being well in grown. Surgeon removed to pinnacle cup and replaced with a new cup in the corrected version. He also replaced the head for stability. No known details of the original surgery. Known implants were implanted in another state, but were unable to retrieve implants records. Doi: unknown, dor: (B)(6) 2020, affected side.